Manufacturer narrative:
The reported event of impedance anomaly could not be replicated and confirmed in the laboratory. Inspection, telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for generator change procedure. During procedure, it was found that the replacement implantable cardioverter defibrillator (ICD) exhibited high pacing impedance and defibrillating impedance. The replacement ICD was not implanted, and an alternate replacement was implanted instead on (B)(6) 2023. Patient condition was stable.